Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in a (B)(6) -year-old female patient who had essure (batch no. 12533513, 12496680) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bacterial infection. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea/ periods heavy with cramps/dysmenorrhea cramping"), weight increased ("weight gain/weight gain or loss specify which one: weight gain"), vaginal discharge ("vaginal discharge"), vulvovaginal pruritus ("other: flashes, vaginal itching, burning, vaginal odor, inflammatory disease of vulva"), vulvovaginal burning sensation ("other: flashes, vaginal itching, burning, vaginal odor, inflammatory disease of vulva"), vaginal odour ("other: flashes, vaginal itching, burning, vaginal odor, inflammatory disease of vulva") and vulvovaginal inflammation ("other: flashes, vaginal itching, burning, vaginal odor, inflammatory disease of vulva"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain/ right sided pain radiating to back"), headache ("headaches/migraines/headaches"), fatigue ("fatigue/fatigue"), depression ("depression/psychological or psychiatric problems; depression"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines/headaches"), hot flush ("other: flashes, vaginal itching, burning, vaginal odor, inflammatory disease of vulva") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced back pain ("back pain"), menorrhagia ("heavy menstrual bleeding with blood clots/abnormal bleeding (vaginal, menorrhagia), regular heavy menses, bleeding painful, spots before and after"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), fungal infection ("infection (bladder/urinary tract/ vaginal) type: infection; yeast infection, candidiasis of vulva and vagina"), vulvovaginal candidiasis ("infection (bladder/urinary tract/ vaginal) type: infection; yeast infection, candidiasis of vulva and vagina") and metrorrhagia ("spots before and after periods"). The patient was treated with fluconazole (diflucan), metronidazole, lotrisone, diclofenac, multivitamins, calcium, cholecalciferol (vitamin d), medroxyprogesterone acetate (provera), antiinflammatory/antirheumatic non-steroids and surgery (hysterectomy full, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the dysmenorrhoea, headache, menorrhagia, weight increased, fatigue and depression had not resolved, the abdominal pain, back pain and migraine had resolved and the vaginal haemorrhage, dyspareunia, fungal infection, vaginal discharge, hot flush, vulvovaginal pruritus, vulvovaginal burning sensation, vaginal odour, vulvovaginal inflammation, abdominal pain lower, vulvovaginal candidiasis and metrorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, fungal infection, headache, hot flush, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal odour, vulvovaginal burning sensation, vulvovaginal candidiasis, vulvovaginal inflammation, vulvovaginal pruritus and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: patient sought medical attention for her symptoms. Patient still suffers from the above mentioned symptoms and is currently investigating her options for removal of the essure devices. The number of expanded coils that appeared trailing into the uterine cavity was 2. The number of expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirming full occlusion of plaintiff's fallopian. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, lower abdominal pain, inflammatory disease of vulva, menorrhagia, vulvovaginal candidiasis, pelvic pain, hot flashes, headaches, weight gain and fatigue. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet and medical records received. Events per pfs: abnormal bleeding (vaginal), dyspareunia, fatigue, infection; yeast infection, migraines, pain, psychological or psychiatric problems; depression, vaginal discharge, weight gain, other: flashes, vaginal itching, burning, vaginal odor, inflammatory disease of vulva, abdominal pain lower were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in a 42-year-old female patient who had essure (batch no. 12533513, 12496680) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included knee operation. Concurrent conditions included bacterial infection, spotting between menses, hemorrhage vaginal, deep vein thrombosis and bacterial infection. Concomitant products included celecoxib (celebrex) and warfarin. On (B)(6) 2012, the patient had essure inserted. In april 2013, the patient experienced weight increased ("weight gain/weight gain or loss specify which one: weight gain") and weight decreased ("weight gain / loss (specify which one) weight gain/loss"). On (B)(6) 2013, 5 months 21 days after insertion of essure, the patient experienced fungal infection ("infection (bladder/urinary tract/ vaginal) type: infection; yeast infection, candidiasis of vulva and vagina"), vaginal discharge ("vaginal discharge"), vulvovaginal pruritus ("other: flashes, vaginal itching, burning, vaginal odor, inflammatory disease of vulva"), vulvovaginal burning sensation ("other: flashes, vaginal itching, burning, vaginal odor, inflammatory disease of vulva"), vaginal odour ("other: flashes, vaginal itching, burning, vaginal odor, inflammatory disease of vulva"), vulvovaginal inflammation ("other: flashes, vaginal itching, burning, vaginal odor, inflammatory disease of vulva") and vulvovaginal candidiasis ("infection (bladder/urinary tract/ vaginal) type: infection; yeast infection, candidiasis of vulva and vagina"). In november 2013, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea/ periods heavy with cramps/dysmenorrhea cramping/bleeding painful"). On (B)(6) 2013, the patient experienced menorrhagia ("heavy menstrual bleeding with blood clots/abnormal bleeding (vaginal, menorrhagia), regulat heavy menses, bleeding painful, spots before and after"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and metrorrhagia ("spots before and after periods"). In june 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain/ right sided pain radiating to back"), back pain ("back pain"), fatigue ("fatigue/fatigue"), depression ("depression/psychological or psychiatric problems; depression"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hot flush ("other: flashes, vaginal itching, burning, vaginal odor, inflammatory disease of vulva/hot flushes") and abdominal pain lower ("lower abdominal pain"). In august 2016, the patient experienced headache ("headaches/migraines/headaches") and migraine ("migraines/headaches"). On an unknown date, the patient experienced adenomyosis ("adenomyosis"), endometriosis ("endometriosis/I had chocolate cyst on one ovary") and procedural pain ("I am still having cramps, I had surgery on 6th."). The patient was treated with fluconazole (diflucan), metronidazole, lotrisone, diclofenac, multivitamins, calcium, colecalciferol (vitamin d), medroxyprogesterone acetate (provera), antiinflammatory/antirheumatic non-steroids and surgery (hysterectomy full, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and weight increased was resolving, the dysmenorrhoea, headache, menorrhagia, fatigue and depression had not resolved, the abdominal pain, back pain and migraine had resolved and the vaginal haemorrhage, dyspareunia, fungal infection, vaginal discharge, hot flush, vulvovaginal pruritus, vulvovaginal burning sensation, vaginal odour, vulvovaginal inflammation, abdominal pain lower, vulvovaginal candidiasis, metrorrhagia, adenomyosis, endometriosis, procedural pain and weight decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, back pain, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fungal infection, headache, hot flush, menorrhagia, metrorrhagia, migraine, pelvic pain, procedural pain, vaginal discharge, vaginal haemorrhage, vaginal odour, vulvovaginal burning sensation, vulvovaginal candidiasis, vulvovaginal inflammation, vulvovaginal pruritus, weight decreased and weight increased to be related to essure. The reporter commented: patient sought medical attention for her symptoms. Patient still suffers from the above mentioned symptoms and is currently investigating her options for removal of the essure devices. The number of expanded coils that appeared trailing into the uterine cavity was 2. The number of expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 9-apr-2013: confirming full occlusion of plaintiff s fallopian. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, lower abdominal pain, inflammatory disease of vulva, menorrhagia, vulvovaginal candidiasis, pelvic pain, hot flashes, headaches, weight gain and fatigue. ¿concerning the injuries reported in this case, the following one/ones were described in social media: adenomyosis, endometriosis, ovarian cyst, procedural pain". Lot numbers and exp/MFR dates: 12496680 apr2014 / jul2011 . 12533513 mar2015 / jun2012 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-oct-2018: plaintiff fact sheet received: event weight loss added. Event onset date added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in a 42-year-old female patient who had essure (batch no. 12533513, 12496680) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included knee operation. Concurrent conditions included bacterial infection, spotting between menses, hemorrhage vaginal, deep vein thrombosis and bacterial infection. Concomitant products included celecoxib (celebrex) and warfarin. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced weight increased ("weight gain/weight gain or loss specify which one: weight gain"). On (B)(6) 2013, 5 months 21 days after insertion of essure, the patient experienced fungal infection ("infection (bladder/urinary tract/ vaginal) type: infection; yeast infection, candidiasis of vulva and vagina") and vulvovaginal candidiasis ("infection (bladder/urinary tract/ vaginal) type: infection; yeast infection, candidiasis of vulva and vagina"). In 2013, the patient experienced vaginal discharge ("vaginal discharge"), vulvovaginal pruritus ("other: flashes, vaginal itching, burning, vaginal odor, inflammatory disease of vulva"), vulvovaginal burning sensation ("other: flashes, vaginal itching, burning, vaginal odor, inflammatory disease of vulva"), vaginal odour ("other: flashes, vaginal itching, burning, vaginal odor, inflammatory disease of vulva") and vulvovaginal inflammation ("other: flashes, vaginal itching, burning, vaginal odor, inflammatory disease of vulva"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea/ periods heavy with cramps/dysmenorrhea cramping"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain/ right sided pain radiating to back") and hot flush ("other: flashes, vaginal itching, burning, vaginal odor, inflammatory disease of vulva"). In 2016, the patient experienced fatigue ("fatigue/fatigue"), depression ("depression/psychological or psychiatric problems; depression"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2016, the patient experienced headache ("headaches/migraines/headaches") and migraine ("migraines/headaches"). On an unknown date, the patient experienced back pain ("back pain"), menorrhagia ("heavy menstrual bleeding with blood clots/abnormal bleeding (vaginal, menorrhagia), regulate heavy menses, bleeding painful, spots before and after"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), metrorrhagia ("spots before and after periods"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis/I had chocolate cyst on one ovary") and procedural pain ("I am still having cramps, I had surgery on 6th."). The patient was treated with fluconazole (diflucan), metronidazole, lotrisone, diclofenac, multivitamins, calcium, colecalciferol (vitamin d), medroxyprogesterone acetate (provera), antiinflammatory/antirheumatic non-steroids and surgery (hysterectomy full, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and weight increased was resolving, the dysmenorrhoea, headache, menorrhagia, fatigue and depression had not resolved, the abdominal pain, back pain and migraine had resolved and the vaginal haemorrhage, dyspareunia, fungal infection, vaginal discharge, hot flush, vulvovaginal pruritus, vulvovaginal burning sensation, vaginal odour, vulvovaginal inflammation, abdominal pain lower, vulvovaginal candidiasis, metrorrhagia, adenomyosis, endometriosis and procedural pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, back pain, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fungal infection, headache, hot flush, menorrhagia, metrorrhagia, migraine, pelvic pain, procedural pain, vaginal discharge, vaginal haemorrhage, vaginal odour, vulvovaginal burning sensation, vulvovaginal candidiasis, vulvovaginal inflammation, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: patient sought medical attention for her symptoms. Patient still suffers from the above mentioned symptoms and is currently investigating her options for removal of the essure devices. The number of expanded coils that appeared trailing into the uterine cavity was 2. The number of expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirming full occlusion of plaintiff s fallopian. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, lower abdominal pain, inflammatory disease of vulva, menorrhagia, vulvovaginal candidiasis, pelvic pain, hot flashes, headaches, weight gain and fatigue. ¿concerning the injuries reported in this case, the following one/ones were described in social media: adenomyosis, endometriosis, ovarian cyst, procedural pain." Most recent follow-up information incorporated above includes: on 13-jun-2018: events- "adenomyosis, endometriosis, I had chocolate cyst on one ovary, I am still having cramps, I had surgery on 6th." Added from social media. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in a 42-year-old female patient who had essure (batch no. 12533513, 12496680) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included knee operation. Concurrent conditions included bacterial infection, spotting between menses, hemorrhage vaginal, deep vein thrombosis and bacterial infection. Concomitant products included celecoxib (celebrex) and warfarin. On (B)(6) 2012, the patient had essure inserted. In april 2013, the patient experienced weight increased ("weight gain/weight gain or loss specify which one: weight gain"). On (B)(6) 2013, 5 months 21 days after insertion of essure, the patient experienced fungal infection ("infection (bladder/urinary tract/ vaginal) type: infection; yeast infection, candidiasis of vulva and vagina") and vulvovaginal candidiasis ("infection (bladder/urinary tract/ vaginal) type: infection; yeast infection, candidiasis of vulva and vagina"). In 2013, the patient experienced vaginal discharge ("vaginal discharge"), vulvovaginal pruritus ("other: flashes, vaginal itching, burning, vaginal odor, inflammatory disease of vulva"), vulvovaginal burning sensation ("other: flashes, vaginal itching, burning, vaginal odor, inflammatory disease of vulva"), vaginal odour ("other: flashes, vaginal itching, burning, vaginal odor, inflammatory disease of vulva") and vulvovaginal inflammation ("other: flashes, vaginal itching, burning, vaginal odor, inflammatory disease of vulva"). In november 2013, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea/ periods heavy with cramps/dysmenorrhea cramping"). In june 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain/ right sided pain radiating to back") and hot flush ("other: flashes, vaginal itching, burning, vaginal odor, inflammatory disease of vulva"). In 2016, the patient experienced fatigue ("fatigue/fatigue"), depression ("depression/psychological or psychiatric problems; depression"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower abdominal pain"). In august 2016, the patient experienced headache ("headaches/migraines/headaches") and migraine ("migraines/headaches"). On an unknown date, the patient experienced back pain ("back pain"), menorrhagia ("heavy menstrual bleeding with blood clots/abnormal bleeding (vaginal, menorrhagia), regulat heavy menses, bleeding painful, spots before and after"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), metrorrhagia ("spots before and after periods"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis/I had chocolate cyst on one ovary") and procedural pain ("I am still having cramps, I had surgery on 6th."). The patient was treated with fluconazole (diflucan), metronidazole, lotrisone, diclofenac, multivitamins, calcium, colecalciferol (vitamin d), medroxyprogesterone acetate (provera), antiinflammatory/antirheumatic non-steroids and surgery (hysterectomy full, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and weight increased was resolving, the dysmenorrhoea, headache, menorrhagia, fatigue and depression had not resolved, the abdominal pain, back pain and migraine had resolved and the vaginal haemorrhage, dyspareunia, fungal infection, vaginal discharge, hot flush, vulvovaginal pruritus, vulvovaginal burning sensation, vaginal odour, vulvovaginal inflammation, abdominal pain lower, vulvovaginal candidiasis, metrorrhagia, adenomyosis, endometriosis and procedural pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, back pain, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fungal infection, headache, hot flush, menorrhagia, metrorrhagia, migraine, pelvic pain, procedural pain, vaginal discharge, vaginal haemorrhage, vaginal odour, vulvovaginal burning sensation, vulvovaginal candidiasis, vulvovaginal inflammation, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: patient sought medical attention for her symptoms. Patient still suffers from the above mentioned symptoms and is currently investigating her options for removal of the essure devices. The number of expanded coils that appeared trailing into the uterine cavity was 2. The number of expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 9-apr-2013: confirming full occlusion of plaintiff s fallopian. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, lower abdominal pain, inflammatory disease of vulva, menorrhagia, vulvovaginal candidiasis, pelvic pain, hot flashes, headaches, weight gain and fatigue. ¿concerning the injuries reported in this case, the following one/ones were described in social media: adenomyosis, endometriosis, ovarian cyst, procedural pain" lot numbers and exp/MFR dates 12496680 apr2014 / jul2011 . 12533513 mar2015 / jun2012 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a 42-year-old female patient who had essure (batch no. 12533513,12496680) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included knee operation. Concurrent conditions included bacterial infection, spotting between menses, hemorrhage vaginal, deep vein thrombosis, bacterial infection and appendix disorder. Concomitant products included celecoxib (celebrex) from 2012 to 2013 and warfarin since 2013. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient was found to have weight increased ("weight gain/weight gain or loss specify which one: weight gain") and weight decreased ("weight gain / loss (specify which one) weight gain/loss"). On (B)(6) 2013, the patient experienced fungal infection ("infection (bladder/urinary tract/ vaginal) type: infection; yeast infection, candidiasis of vulva and vagina"), vaginal discharge ("vaginal discharge"), vulvovaginal pruritus ("other: flashes, vaginal itching, burning, vaginal odor, inflammatory disease of vulva"), vulvovaginal burning sensation ("other: flashes, vaginal itching, burning, vaginal odor, inflammatory disease of vulva"), vaginal odour ("other: flashes, vaginal itching, burning, vaginal odor, inflammatory disease of vulva"), vulvovaginal inflammation ("other: flashes, vaginal itching, burning, vaginal odor, inflammatory disease of vulva") and vulvovaginal candidiasis ("infection (bladder/urinary tract/ vaginal) type: infection; yeast infection, candidiasis of vulva and vagina"), 5 months 21 days after insertion of essure. In (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea/ periods heavy with cramps/dysmenorrhea cramping/bleeding painful"). On (B)(6) 2013, the patient experienced menorrhagia ("heavy menstrual bleeding with blood clots/abnormal bleeding (vaginal, menorrhagia), regulat heavy menses, bleeding painful, spots before and after"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and metrorrhagia ("spots before and after periods"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain/ right sided pain radiating to back"), back pain ("back pain"), fatigue ("fatigue/fatigue"), depression ("depression/psychological or psychiatric problems; depression"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hot flush ("other: flashes, vaginal itching, burning, vaginal odor, inflammatory disease of vulva/hot flushes") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2016, the patient experienced headache ("headaches/migraines/headaches") and migraine ("migraines/headaches"). On an unknown date, the patient experienced adenomyosis ("adenomyosis"), endometriosis ("endometriosis/I had chocolate cyst on one ovary"), procedural pain ("I am still having cramps, I had surgery on 6th."), abdominal distension ("stomach swollen") and abdominal pain upper ("stomach ache"). The patient was treated with antiinflammatory and antirheumatic products, non-steroids, betamethasone dipropionate;clotrimazole (lotrisone), calcium, diclofenac, fluconazole (diflucan), medroxyprogesterone acetate (provera), metronidazole, vitamin d nos (vitamin d), vitamins nos (multivitamins) and surgery (hysterectomy full, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and weight increased was resolving, the dysmenorrhoea, headache, menorrhagia, fatigue and depression had not resolved, the abdominal pain, back pain and migraine had resolved and the vaginal haemorrhage, dyspareunia, fungal infection, vaginal discharge, hot flush, vulvovaginal pruritus, vulvovaginal burning sensation, vaginal odour, vulvovaginal inflammation, abdominal pain lower, vulvovaginal candidiasis, metrorrhagia, adenomyosis, endometriosis, procedural pain, weight decreased, abdominal distension and abdominal pain upper outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, adenomyosis, back pain, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fungal infection, headache, hot flush, menorrhagia, metrorrhagia, migraine, pelvic pain, procedural pain, vaginal discharge, vaginal haemorrhage, vaginal odour, vulvovaginal burning sensation, vulvovaginal candidiasis, vulvovaginal inflammation, vulvovaginal pruritus, weight decreased and weight increased to be related to essure. The reporter commented: patient sought medical attention for her symptoms. Patient still suffers from the above mentioned symptoms and is currently investigating her options for removal of the essure devices. The number of expanded coils that appeared trailing into the uterine cavity was 2. The number of expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: confirming full occlusion of plaintiff s fallopian. Lot numbers and exp/MFR dates 12496680 apr2014 / jul2011. 12533513 mar2015 / jun2012. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: newly added events- abdominal distension, stomach ache, reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.